Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-34, serial/lot#: (B)(6), ubd: 29-mar-2025, UDI#: (B)(4) product ID: l-evolutfx-34 (lot: 0011600412); product type: 0195-heart valves; implant date: n/a; explant date: n/a product ID: 21mm true dilatation balloon valvuloplasty catheter (non-medtronic device); product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty (bav) was performed using a 21mm non-medtronic balloon over a medtronic guidewire. Following the bav, a bolus of vasoactive medication was administered and the patient's blood pressure increased to 230/110 mmhg. The blood pressure remained elevated for approximately three minutes before decreasing, however, the patient's heart rate increased to above 100 bpm. The valve was inserted and deployed to 80% and the patient's systolic blood pressure continued to drop to 30-40 mmhg. The valve was implanted. Cardiopulmonary resuscitation was initiated and life-saving measures were attempted; however, were unsuccessful and the patient subsequently died. Per the physician, the death was caused by the pre-implant bav, which caused a piece of calcium to puncture the aorta and the blood leak was exacerbated from the hypertension.